Event description:
A customer contacted beckman coulter inc. Regarding erroneously high (B)(6) results on one patient's sample generated by the unicel dxl 800 access immunoassay system. Results within the normal reference range were obtained upon repeat analysis. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) spoke to the laboratory manager on (B)(6) 2010 and the laboratory manager attributed the event to a patient sample integrity issue.